Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2013 the patient contacted animas alleging that on an unspecified date she went to the emergency room (ER) for elevated blood glucose (bg) and was hydrated in the ER and treated bgs by bolusing via the pump, and was discharged home. The patient reportedly reviewed pump settings with her healthcare provider during the night of (B)(4) 2013 and no issues were noted. The patient was unable to troubleshoot at the time of initial contact and was to call back, but has not. The patient noted that she has limited insertion sites, and sites have been reviewed by the hcp and were noted to be "good". The patient noted that sometimes the cannulas are curved slightly, but did not specify if the cannula on the infusion set that was in use at the time of the ER visit was bent or curved. The patient reportedly changes sites every two to three days and does not reuse supplies. The patient stated that she is on an antidepressant, antacids, iron supplement, and takes medications for cholesterol and kidney issues. There was no additional information provided regarding the reported ER visit. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause requiring medical intervention while on insulin pump therapy.